Event description:
The customer contact reported corrosion on the battery compartment of the device. The device was returned to the biomedical department from the labor and delivery department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted in the battery compartment of the device and the device would not power on using battery power. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.